Event description:
It was reported by the surgeon that during an initial xoford knee replacement procedure, the slaphammer inner spring broke. No harm to the patient has been reported.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. This instrumentation was used for approximately 5-6 years. The root cause most likely for the reported event was the constant stress tension on the spring within the instrument and the repeated use. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that during an initial xoford knee replacement procedure, the slaphammer inner spring broke. No harm to the patient has been reported.